Manufacturer narrative:
H6: investigation summary: a failure was reported on a mgit 960 instrument (p/n 445870, s/n (B)(6)). Customer indicated false negatives. Bd field service engineer (fse) was dispatched and cleaned and tested the reading heads of the drawer a. The instrument is deemed functional and handed over to the customer for use. This is an unconfirmed failure of a bd product as the root cause was identified to be lab workflow error. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history for (B)(6) revealed no previous complaints related to this issue. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false negative results were obtained by the laboratory personnel. A pcr test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " the user suspects a false negative and also believes that one of the drawers has a lower ¿sensitivity¿. As a background to this alleged false negative; it is a 4-week mgit tube, it comes from a very smear-positive sample (positive staining), they have done a pcr and it has been positive for mycobacterium tuberculosis complex (which usually grows in mgit in 2-3 weeks). "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false negative results were obtained by the laboratory personnel. A pcr test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " the user suspects a false negative and also believes that one of the drawers has a lower ¿sensitivity¿. As a background to this alleged false negative; it is a 4-week mgit tube, it comes from a very smear-positive sample (positive staining), they have done a pcr and it has been positive for mycobacterium tuberculosis complex (which usually grows in mgit in 2-3 weeks). "